Event description:
A report was received that the recently implanted patient was experiencing swelling and difficulty charging. The pocket was drained, however, the issue was not resolved. The physician opened the pocket and pus was present. The physician explanted due to the infection at the pocket site. The patient's symptoms included swelling and pus. The physician believes the infection was procedure related and due to the patient not being able to heal quickly. The patient was originally given oral antibiotics and post-operative was given IV antibiotics. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the recently implanted patient was experiencing swelling and difficulty charging. The pocket was drained, however the issue was not resolved. The physician opened the pocket and pus was present. The physician explanted due to the infection at the pocket site. The patient's symptoms included swelling and pus. The physician believes the infection was procedure related and due to the patient not being able to heal quickly. The patient was originally given oral antibiotics and post-operative was given IV antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the device history documentation of the explanted devices revealed no anomalies or deviations during manufacturing. A review of the sterilization records found them to be satisfactory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the recently implanted patient was experiencing swelling and difficulty charging. The pocket was drained, however the issue was not resolved. The physician opened the pocket and pus was present. The physician explanted due to the infection at the pocket site. The patient's symptoms included swelling and pus. The physician believes the infection was procedure related and due to the patient not being able to heal quickly. The patient was originally given oral antibiotics and post-operative was given IV antibiotics. The patient was reportedly doing well following the procedure.